Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a lead revision procedure. The chronic rv lead was suspected to be broken/fractured, and had been implanted for 20 years. The lead was surgically abandoned and a new lead was implanted. During the procedure, the implantable cardioverter defibrillator (ICD) was also explanted and replaced as it had been in service for 14 years. The local sales representative later reported that the patient went into a very fast ventricular tachycardia (vt) when the new lead was being placed and an external shock was delivered to convert the patient. The procedure was completed successfully and no additional adverse patient effects were reported.